Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead exhibited poor capture. The catheter was broken due to several repositioning attempts being made. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of poor capture was confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found some filars of the inner coil was fractured due to over torquing. The cause of the reported event was due to fractured filars of the inner coil due to procedural damage.